Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to medical reason.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. There are no plans to re-implant the patient as of the date of this report (B)(4) 2015.